Event description:
It was reported that the patients stimulation was predominantly right sided due to lead placement, and high impedances were noted despite troubleshooting. The patient underwent a lead replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted lead will not be returned.